Event description:
Developed a cough and started coughing up blood. Had CT scan, met scan, bronchoscopy, brain scan, and it was determined that I have stage 2 non small cell lung cancer. The cancer type is adenocarcinoma. Currently undergoing radiation and chemotherapy treatment until mid may. Surgery to remove all or part of the lung in early june. Hypermetabolic mass in the perihilar aspect of the right lower lobe is in keeping with presumed lung cancer. No mediastinal adenopathy or distant metastasis.